Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced intermittent elevated blood glucose (bg 350-400 mg/dl). The cartridge and infusion set were changed multiple times. The cause was not known. The pump boluses did not lower bg. Insulin injections did lower bg. The contact did not have the pump at the time of the report to troubleshoot. The contact met with a tandem clinical diabetes specialist (cds) and no specific device/supply issues were identified; however, the cds and customer's healthcare provider requested the pump to be replaced. The customer reverted to using manual injections for insulin therapy.